Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy procedure, the permanent cautery hook instrument was noted to have a cable missing. The instrument was taken to sterile processing to be cleaned and was observed to have the cable completely broken off. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.